Manufacturer narrative:
No issues were observed with the exposed portion of the soft cannula and fluid was observed passing through successfully. The data did not show any increase in pulse widths that would indicate an occlusion from a bent/kinked cannula. The formed needle and soft cannula were inspected under magnification. No issues were observed. No issues were observed with the adhesive pad. The exact cause of the reported adhesive failure could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose levels reached 446 mg/dl while wearing the pod longer than 48 hours. Patient reported the adhesive was not sticking well to the skin. When removed from the infusion site (arm), the pod's cannula was found bent. As treatment, patient was drinking water, gave corrections and a new pod would soon be applied. The patient's blood glucose history is as follows: time: 4:42am, bg(mg/dl): 251; 9:00am, 322; "lunch", 373; 393; 446.